Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 500's mg/dl (system 1) and 200's mg/dl (system 2).